Manufacturer narrative:
The returned product consisted of an emerge mr balloon catheter. The device was examined both visually and microscopically. There were blood and contrast in the inflation lumen and balloon; there was also blood in the guidewire lumen, and the balloon was loosely folded. The device was prepped with an inflation device and filled with water to test the device for inflation to the rated burst pressure. The device failed to inflate to rated burst pressure as there was a pinhole located 5mm proximal to the tip of the device. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient injuries reported and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient injuries reported and the patient was in good condition post procedure.